Event description:
It was reported that the d97130f5 bipolar pacing catheter was unable to pace during use. When the catheter was replaced, the problem was solved. There were no patient complications reported.

Manufacturer narrative:
Our product evaluation lab received one bipolar pacing catheter with detached monoject 1.3 cc volume limited syringe at gate valve. The customer report of pacing issue was confirmed. Continuity testing found that a short condition occurred around catheter tip. The balloon inflated clear and concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from the catheter body, balloon, and windings. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. The reported issue was able to be confirmed through objective evidence from the product evaluation. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. A device history record review was completed and documented that device met all specifications upon distribution.